Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that while wearing the pod between 4 and 24 hours. The adhesive completely separated from the infusion site, causing the cannula to dislodge. The patient usually will wear the pod and eventually feel cannula picking at their skin indicating that it is out. The patient has lots of scar tissue and is still trying to figure out where to put pods so they last longer. No further information was provided, and the patient's blood glucose values were not reported.